Event description:
Falsely elevated advia centaur xp ipth test results were obtained by the customer and considered discordant when compared to lower ipth test results from sample dilution testing and the pth test results from two alternate laboratories. Due to the initially elevated test result, the patient sample was treated with heterophilic blocking tubes (hbt) and the results were elevated. The patient sample and the treated hbt sample were diluted with mulit-diluent 11 and the results were low. The customer also diluted the patient sample and the treated hbt with a specimen concentration <5 pg/ml and the results were low. A redrawn patient sample was sent to two alternate laboratories for pth testing and the results were both low. The elevated results were not released and the customer suspects an unknown interfering substance. There was no known report of adverse health consequences due to the ipth test results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse verified reagent and sample probe positions, the luminometer counts and tested the fluidic functions. The cause for the elevated and low ipth results is unknown. The customer's confirmed that the ipth assay calibration and quality control results was within range at the time of the issue and suspects an unknown interfering substance. The initially discordant sample is not available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states: " results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy. It is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth. The type of specimen used (serum or edta plasma) may influence intact pth measurements. During routine monitoring of ipth levels, to avoid bias in the results, use the same specimen type throughout the monitoring period. " the instrument is performing within specifications.